Event description:
It was reported that a button on the infusion device was defective resulting in elevated blood glucose levels. Sometimes the buttons are working and sometimes they are not working when the patient is programming a quick bolus. After programming the bolus, the patient does not listen carefully to hear whether the number of acoustic beeps matches the number pressed. At times, he is not injecting enough bolus and therefore has increased blood glucose values.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.